Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been provided with a holter after experiencing palpitations. The right atrial lead exhibited noise and high impedance measurements. The patient was imaged and it was discovered that the lead had sustained clavicular crush. The lead was capped and replaced. The patient was doing fine post surgery and would continue to be monitored.